Manufacturer narrative:
Upon visual inspection, the complaint has been confirmed that the tip is broken. The device history record was reviewed and no non-conformance was found for this lot. There are no indication of manufacturing defects. The IFU for this part (instructions for use) states that "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip." The most likely underlying cause is excessive force. (B)(4). Supplemental report one of four from the same customer, reference 0001032347-2015-00474-1, 0001032347-2015-00475-1 and 0001032347-2015-00476-1.

Manufacturer narrative:
The lot numbers are unknown at this time, therefore the device history records are unable to be reviewed. The user facility requested authorization to return the elevators, however no product has been received for evaluation at this time. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported they would like to return seven 301 elevators that are broken. No dates, surgery details, or patient information was able to be provided. The facility confirmed there were no adverse events.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. The lot numbers were reported as unknown, upon receipt of the seven elevators on (B)(6) 2015 the lot numbers were identified. A quantity of four of lot (011014a14) were returned; additional reports were submitted for the three lots identified. Report one of four from the same customer, reference 0001032347-2015-00474, 0001032347-2015-00475 and 0001032347-2015-00476.